Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a mortuary with no additional information. Further review of the manufacturer's database indicated the patient died approximately eight months after device system implanted. The cause of death has been requested and not received.